Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had delivered 10 units of insulin while he was sleeping. The patient's blood glucose at the time of incident is unknown; however, during the call it was 162 mg/dl. Troubleshooting did not occur; it is unknown if the auto mode feature was active and automatically delivering insulin during the incident. The insulin pump was not returned for analysis.